Manufacturer narrative:
Philips has investigated this complaint. The customer was planning to do some system tests when it was identified that the system shut down due to a geometry error. The philips engineer has communicated with the customer via phone and confirmed the reported issue. The philips engineer suggested the customer for onsite repair, but the service quote provided by philips was cancelled by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system shut down due to a geometry error. No harm to patient or user was reported. Philips has started an investigation of this complaint.